Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. A follow-up report will be submitted when the investigation is complete and/or more information becomes available. (B)(4). Conclusions: conclusion not yet available-evaluation in progress. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
The user facility reported to terumo cardiovascular systems corporation that the oxygenator leaked during prime. No other event information is currently available. No patient involvement as this occurred during prime. Device was changed out. Procedure completed successfully without delay.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. The actual sample was received for investigation. Visual inspection of the sample revealed no anomalies, such as a crack. The actual sample was filled with saline solution and circulated at a flow rate of 7 l/min. Leaks were noted on the gas inlet and outlet sides of the device. Colored saline solution was then used to fill the sample. The gas outlet side become stained, indicating that the leak was located on the boundary between the fiber layer and the urethane layer on the gas outlet side. Magnifying and electron microscopic inspections of the boundary between the fiber layer and the urethane layer found that a crack had generated on the fiber. This implies that the actual sample was subjected to a shock force some time after the urethane layer has hardened. Consequently, a crack was generated and leaks occurred on the gas inlet and outlet sides of the device. A reserve sample was left under -25 degrees celsius for 12 hours and subjected to a shock force by being dropped from 1.5m high without protection. Colored solution was then used to fill the blood pathway. A leak was noted on the boundary between the fiber layer and the urethane layer. A review of the device history records revealed no indications of production related anomalies. From the investigation findings, it is likely that a crack generated on the urethane layer of the actual samples causing the subsequent prime leak experienced by the customer. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on september 29, 2015. Upon further investigation of the reported event, the following information is new and/or changed: (indication that the device is available for evaluation); (date received by manufacturer); (indication that this is a follow-up report); (follow-up due to additional information). A second follow-up will be submitted upon completion of the investigation and/or submission of new information. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.